Manufacturer narrative:
(B)(4)

Event description:
It was reported that a syncopal patient presented to the emergency room. Upon interrogation, the atrial lead exhibited high threshold. All other electrical measurements were normal. The lead was explanted and replaced on (B)(6) 2015. The patient was stable after the procedure.